Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used during a procedure performed on (B)(6) 2019. According to the complainant, it was noticed that the two balloons were punctured in the distal ro marker that created a small hole. There were no patient complications reported as a result of this event.